Manufacturer narrative:
(B)(4).

Event description:
The patient had to be taken back to surgery on (B)(6) 2011 due to a headache and some puffiness at the pump site. See MFR's report #3004209178-2011-04935 for initial replacement. The pocket was full of csf (cerebrospinal fluid). The connector had failed and became disconnected from the old catheter. The catheter was repaired by the surgeon with a shunt pin connector. Csf flow was again confirmed through the side port. The medication dosage was unchanged. On (B)(6) 2011, the pt was complaining of confusion and was lethargic. The patient was "comatose" and was showing symptoms of an overdose. The dosage was programmed for 681 mcg/day and they were considering lowering the dose to 340mcg/day to see if that would help the situation. The medication in the pump was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.